Manufacturer narrative:
Two obturators and one sleeve were returned for analysis. The obturators were noted to have the clear lens cracked. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The sleeve was returned with the clear lens cracked, but otherwise in good condition. A leak test was performed and no anomalies were noted. It could not be determined why the device reportedly malfunctioned. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a roux-en-y procedure,the device top seal was leaking after pulling the stapler out multiple times, they were able to finish the case with this device. There was no patient consequence.